Event description:
Pt was hospitalized with a blood glucose level of 500 mg/dl. Upon inspection, several inches of air was noticed in his insulin set, preventing the infusion of the insulin. The pt switched from plastic to glass cartridges and no further problems were noted.